Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned devices could not confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  (Dxtend screw lock d4.5x42mm(2) and dxtend screw no lock d4.5x18mm(2) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the delta xtend reverse shoulder replacement we had trouble getting the glenosphere implant attached to the metaglene base plate. When we inspected the base plate after, it appeared to be cross threaded. We then tried a new glenosphere and we then couldn't get this to attach either. We then removed the metaglene base plate and implanted a new one as the thread in the metalglene must have been cross threaded too. After the new metaglene was implanted we then implanted the second glenosphere successfully (which has the same lot number as the one which we failed to implant) to the base plate. The same screws were used. The implants which were not implanted are being decontaminated and will be returned for inspection. The surgeon mentioned that it may have been an alignment issue.